Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: customer experienced skin reaction while wearing adc freestyle libre sensor and developed symptoms described as "rash/burn/blister" towards adhesive of the sensor. There was no report of hcp contact and no self or third party treatment was reported. There was no report of death or permanent injury associated with this event.